Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. D6: explant date: unknown. Additional suspect medical device components involved in the event: model number/catalog number: sc-8336-50. Serial number: (B)(6). Batch/lot number: 7046497, model/catalog description: coveredge 32 surgical lead kit 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. The explanted device components were kept by the medical facility. No further information could be obtained despite good faith efforts.